Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device water was injected into the filter with a syringe, liquid leakage was confirmed from the central part of one side of the flat filter. The customer reported condition was confirmed. Problem source was traced to supplier.

Event description:
It was reported that medical fluid was leaking from the product during a one-shot infusion on a smiths medical, device. The customer then noticed the epidural filter was broken and the leakage occurred in it. No adverse patient effects were reported. The reported part number is nce6145.